Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 2.9 mmol/l after which the blood glucose level went to 6 mmol/l after taking sweets. Customer stated that they had lunch and after one hour the blood glucose level was 5.4 mmol/l. Customer reported when they changed the set on saturday and in the morning the blood glucose level was 4.2 mmol/l. The insulin pump will not be returned for analysis.